Event description:
Customer had incident with their eblators when used with a conmed excalibur esu. During a shoulder arthroscopy on a male patient, as dr. Was preparing to enter the port with the eblator, a "glow or light" was noted at the end of the wand, without the trigger being depressed and a "sizzle" was heard and they noted a burn on the patient's skin around the port opening. The or staff switched out eblator wands. The or staff noticed the same "glow or light" so they unplugged the bovie and did not use the eblator again. Because it was near the end of the case, the physician decided not to use the eblator again. The conmed excalibur settings were cut 90 / coag 70. The physician sutured up the port openings, the burn was not visible, no intervention was required by the physician and there was no extended hospitalization for the patient and minimal delay.

Manufacturer narrative:
Conmed electrosurgery contacted the user facility inquiring in regards to patient status and availability of the suspect device. The user facility reported the patient is doing fine with no lasting effects of the port site burn. The contact person at the user facility also stated the suspect device(s) will not be returned to conmed for evaluation.